Event description:
No additional information.

Manufacturer narrative:
Investigation results: received two photos and one unsealed q-syte unit from the customer from finished lot 2251785 for the investigation of this complaint. The returned photos shows a foreign material on the septum and a smear on the side of the q-syte connector. A gross visual inspection of the received unit shows that it has some orange colored particles on the septum. The orange colored particles were brittle and could easily fall off. In addition, the septum appeared to have two rough areas around the perimeter of the septum. Both patches appear to be cosmetic damage and do not impact the functioning of the device. The smear seen on the q-syte connector appeared to be in the weld area of the top body and bottom body and did not appear to be in the fluid path. This defect confirms the customer¿s reported complaint of foreign matter. Fm: further investigation was performed by conducting a ftir test when the foreign material is in the fluid path. Upon completing the ftir testing, results highlighted the foreign material as rtv fluorosilicone, a type of polymer additive. During manufacturing, a silicone material is used as a lubricant and does not turn into solid particle and become discolored as observed on the returned unit. Rough patches: the two rough areas on the septum could not come off. This cosmetic damage may have occurred during manufacturing due to a potential misalignment or in the user environment due to storage conditions of mishandling. As the device was unsealed, the source of foreign matter and cause of roughness on the septum cannot be conclusively attributed to the manufacturing process as the damage could have been occurred up in the user environment. Operators perform gmp and gowning per the quality plan as well as periodic inspection for foreign matter per the sampling plan. Cleaning and bd 5s are perform my operators to maintain a clean work area and reduce potential introduction of foreign matter. Additionally, manufacturing is covered where possible to reduce and mitigate the introduction of environmental foreign. Investigation conclusion(s): the defects of ¿foreign matter¿ and ¿rough edges-other¿ was confirmed. Probable root cause conclusion(s): undetermined for both defects. Lot 2251785 is a finished product lot number. The q-syte subassembly lots are2188503 and 2188501. The DHR for lot 2188503 has been reviewed. This lot was built, and bulk packaged on qfa line 5 from 12-jul-22 through 14-jul-22 for a quantity of (B)(4). No related quality issues or process deviations were found. The DHR for lot 2188501 has been reviewed. This lot was built, and bulk packaged on qfa line 5 from 10-jul-22 through 12-jul-22 for a quantity of (B)(4). No related quality issues or process deviations were found.

Event description:
It was reported that bd q-syte had discoloration and foreign matter. The following information was provided by the initial reporter, translated from chinese to english: the gastroenterology teacher reported that when the product was opened, it was found that the joint separator film had yellow contaminants and the bottom was not smooth.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.